Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of the inability to connect the lead to the ICD was confirmed in the laboratory. Visual inspection identified the lv set screw was unscrewed from the connector block and had rotated off-axis underneath the septum which prevented the screwdriver from engaging the screw. The screw itself was normal.

Event description:
It was reported that during repositioning of the lv lead, the lv lead could not be reconnected to the device. Device was explanted and replaced. The patients condition was better after the lead was repositioned.